Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensor was replaced, and the unit was returned to service.

Event description:
The hospital reported tidal volume was inaccurate and the expiratory flow senor was broken. The flow sensor flapper was stuck to the top of the housing. There was no report of patient involvement.